Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system generated an incorrect troponin (accutni) result for one (1) patient sample. The original result, when run through the closed tube aliquoter (cta) was 3.25 ng/ml. The rerun results on both systems (not known whether run through cta or not) were both 0.00 ng/ml. The incorrect result was not reported out of the laboratory. No other patient information or chemistry results were provided for this patient and no other samples were affected. There was no affect to patient treatment in connection to this event.

Manufacturer narrative:
The patient sample was collected in a plasma primary container and centrifuged for 4435 rpms for 10 minutes. Per the information provided by the customer, there were no sample quality issues. The customer indicated that quality control (qc) had recovered within acceptable range, but it is unknown f the customer is running qc through the cta. The customer also indicated that maintenance was up to date. A bec field service engineer (fse) was dispatched on 09/09/2013 for this event. The fse discovered that the cta probe cleaning wash station was not functioning properly. The fse replaced the wash station which resolved the issue. Failure mode is hardware.